Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product development investigation was completed. The investigation summary indicates that: the 314.570 small hexagonal screwdriver was returned and is an instrument routinely used in the 3.5mm lcp proximal humerus plates. The 314.570 lot number 7864780 small hexagonal screwdriver was returned and reported to be stripped and not holding screws. This condition is confirmed; the hexagonal tips on the distal face of the screwdriver are worn down and almost rounded. It is likely that over five years of consistent use and possible rough handling during surgery or sterile processing has led to this complaint condition. The device was manufactured in 5/2012 and is over five years old. The balance of the returned device is in otherwise fair condition with some wear visible along the shaft and handle. Drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. A dimensional inspection is not possible as the relevant specification is deformed. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. Upon review of the device history record, no ncrs germane to the complaint condition were generated during the production of this device, and no material or hardness issues were noted. This complaint condition was likely caused by over five years of consistent use and possible rough handling during surgery or sterile processing; however, this complaint is not likely a result of any design or manufacturing related deficiency. A visual inspection, DHR review, and drawing review were performed as part of this investigation. This complaint is confirmed. No new malfunctions were observed during the course of this investigation. Date returned to manufacturer date correction: device received oct 16, 2017, not oct 13, 2017. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Implant and explant dates: device is an instrument and is not implanted/explanted. A device history record (DHR) review was performed for part # 314.57, lot #: 7864780: manufacturing location: (B)(4), manufacturing date: 11.may.2012: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the screwdriver head was stripped and not holding screws. This was discovered in sterile processing. There was no patient involvement. This report is for one (1) small hexagonal screwdriver long. This is report 1 of 1 for complaint (B)(4).